Event description:
It was reported that, an 840 ventilator had an assertion error. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction in the memory log. The se inspected the device and upgrade the software to the current revision to solve the alleged malfunction. The unit passed all testing and operates within the manufacturing specifications.